Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.

Event description:
Procedure type: lung lobectomy. According to the reporter: there were clips missing at the distal 40-55% of the staple line, therefore, the blade cut without clips present. It seems like the instrument is not properly aligned when closed. No reinforcement material used. To correct the problem, another instrument was used. The tissue damage was irreversible?